Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue of images not being transferred were unable confirmed. During the device evaluation it was found that the plastic distal end cover was missing. The evaluation also found that there was abnormal color tone, the insertion tube was collapsed, and the bending section cover has a chip. Scratches were found on multiple components and dirt adhesion was found on the video connector case and contact. It was confirmed that there was no abnormality in the manufacturing history. It has been over 10 years since the subject device was manufactured. The contents of the instructions for handling current device were checked, and the following information is provided. Phenomenon may be prevented by following the following instructions. Please do not strike or drop the endoscope tip, soft part, curved part, operating part, or scope-adapter part. Also please do not bend, pull or twist the cable with a strong force. Device may break and injure the body cavity, burn, bleed, perforate, or dislodge components. The root cause for the reported issue cannot be definitely determined. Based on the inspection findings the most likely cause is external factors. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the video scope was not transferring images. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: plastic distal end cover missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.